Manufacturer narrative:
The customer did not supply the patient's sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. One of the patient's samples was sent to the beckman coulter complaint handling unit (chu). The patient's sample was analyzed and recovered with an elevated result above the assay's normal reference range. This result confirmed the elevated results obtained by the customer. Interference testing, using a mix of different blockers, was then performed. The result of the interference testing using a pool of animal derived antibodies significantly reduced the signal response and access accutni+3 result thus indicating a patient source interferent. In conclusion, the cause of the elevated access accutni+3 results obtained by the customer was due to a patient source interferent.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 600 immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 result was above the customer's normal reference range. The customer reanalyzed the patient sample on the same analyzer and obtained a similar result above the customer's normal reference range for the assay. Four (4) additional patient samples were collected and tested on the same analyzer. All four samples generated results above the customer's normal reference range for the assay. The fourth sample was reanalyzed and a similar elevated result, result above the customer's normal reference range, was obtained. The third and the fourth samples were tested on the siemens advia centaur troponin I method. Both results were within the assay normal reference range. The fourth sample was also tested on the roche cobas 600 troponin t assay. The troponin t result was within the assay normal reference range. This sample was sent to an external laboratory and was tested on an unicel dxi 600 immunoassay system (serial number (B)(4)). A result above the customer's normal reference range was obtained. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The initial elevated access accutni+3 result was reported outside the laboratory. The patient was hospitalized based upon the elevated access accutni+3 resullt. There was no report of additional change or impact to patient care or treatment. The patient's sample was collected in a lithium heparin tube with a gel barrier which was centrifuged for ten (10) minutes at 3500g at room temperature. No issues with sample integrity were reported by the customer.